Event description:
On an emergency procedure the .035 j wire was noticed to have a broken tip after it was pulled out of the first catheter placement. This wire was being used for the diagnostic part of the procedure, so when it was being pulled out and being wiped off it was going to be used for a second catheter placement, but when it was pulled out and noticed that it had broke, a different wire from the cath lab stock was used. The original j wire that was found to be broke came out of a standard pack from medline industries.